Event description:
During a generator replacement surgery, the surgeon noted that a little piece was sticking out of the silica from the lead where the model and serial number are. The part of the lead where the model and serial number is imprinted on the lead was poking out of the silicone. The label was coming through the silicone and the surgeon pulled it out and noted a break in the tubing itself. He pulled out that plastic piece and inspected it. He didn't see any tear down into the wire and none of the lead in that area had fluid inside. The break was not deep enough to go down to the lead and was only in the outer tubing and not the inner tubing. The surgeon used dermabond to seal and close the torn part on the silicone. The tear was in the boot part of the lead. Diagnostics were performed and were within normal limits. The surgeon was informed to replace the lead rather than repairing it but the surgeon only replaced the generator. Per company representative present during surgery, it does not seem like anything caused from the surgery itself. Per company representative, it looked like the corner of that label was coming out of the silicone so it looked more like the tear started from the inside coming out and not necessarily a tear that started on the outside. The surgeon said it looked like maybe the lead was bent at that boot spot and so the corner of the label cut into the silicone and overtime cut through it. A review of the device history record revealed that the product met all specifications and no nonconformances or other defects were observed indicating that the condition observed during surgery was not present prior to distribution of the product.